Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) causing the controller to overhear was not able to be confirmed. The mpu (serial number: (B)(6) was returned to the pleasant on service depot for testing and evaluation. The mpu booted up and functioned as intended. The mpu was able to support a test controller and mock circulatory loop for an extended period without issue or alarm. The unit was forwarded to the product performance engineering (ppe) group for further analysis. During ppe analysis, the mpu was connected to a test controller, the returned backup battery, and a mock circulatory loop. The mpu was able to support the system for an extended period without issue, alarm, or a significant increase in temperature. The reported event was unable to be reproduced. The root cause of the reported event was not conclusively determined through this investigation. There were incidental findings of loose encasing of the patient cable. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU),and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 3 entitled ¿powering the system¿ addresses how to use the mobile power unit to power the system. Section 7 entitled ¿alarms and troubleshooting¿ describes all alarms which occur on the mobile power unit and system controller. Section 8 entitled ¿equipment storage and care¿ indicates that cleaning and service should be performed only by abbott medical-trained personnel. The user is instructed to not attempt cleaning or repair on their own. Section 2 of the IFU¿ ¿system operations¿ and section 2 of the patient handbook¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient continued to have backup battery (ebb) faults on their system controller every few months despite reseating the ebb, changing the ebb ((B)(4)), and multiple controller change outs ((B)(4)). These backup battery alarms were unable to be cleared by a self-test. All of these events have been while the patient was sleeping on the mobile power unit (mpu) and the patient reports that the controller became hot while using the mpu. Log files were attached. The mpu was replaced as well as the primary controller backup battery. The log file captured backup battery faults starting at 5:37:20 on (B)(6) 2025. The backup battery fault was due to the ebb failing the load-test. The mpu was functioning as intended during the backup battery faults.

Event description:
The patient did not mention the controller becoming hot or the ebb alarms to be a reoccurring issue.

Manufacturer narrative:
B5 narrative information updated no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.